Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had shortness of breath and a burning sensation in the mouth which may be related to medications. The patient discontinued the medication and wondered if it would affect the pacemaker. It was recommended to discuss with the heart medical doctor. The device is still in use. It was further reported that the patient's lips had been burning for the past year and the patient experienced pain in the device area when vacuuming. The patient's physician told the patient that the burning lips were due to allergies. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had shortness of breath and a burning sensation in the mouth which may be related to medications. The patient discontinued the medication and wondered if it would affect the pacemaker. It was recommended to discuss with the heart medical doctor. The device is still in use. No patient complications have been reported as a result of this event.